Event description:
The customer contact reported that the pump "stopped without warning." On an unspecified date, the pump was programmed to deliver unspecified parenteral nutrition and lipids and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse found the "pump stopped without warning, and would not power off or on." The tubing was manually removed. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Upon review of the device history by the customer contact at the user facility, it was noted that alarm codes s308 (can bus error-left). S136 (watchdog error) and s139 (power down error) were recorded in the history. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. (B) (4)